Event description:
It was reported that during the implant attempt, the guidewire inserted into the lead became stuck and would not come out. The lead was explanted and replaced. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary: (B)(4) the full lead was returned, analyzed, and the guidewire was stuck in lead. It was also noted that all conductors were distorted. Visual analysis revealed that it was apparent that when attempting to pull back the guidewire, its coating became ensnared with the conductors. This caused a distortion of the filars.